Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and after an hour the catheter was pulled out of the sheath and it was noticed that a transparent plastic hood was over the tip. The irrigation was disabled and plastic material was very hard attached to the tip. The procedure was completed successfully with a catheter replacement without patient consequence. This event is being reported because dislodgement of the foreign material inside the patient possesses a risk of embolus. The bwi failure analysis lab received the device for evaluation. Upon received catheter was visually inspected and it was found that tip dome has off-white and light reddish brown foreign material stuck on it, also "white crystals, likely dried saline¿ and foreign fibers. Down from the tip dome unto ring # 1, pebax and rings # 2 and # 3 is some reddish brown material mixed with white and off white fibers. Per the reported event, an irrigation test was performed and the catheter failed, occlusion was observed on the catheter tip due to foreign material. Ft-ir analysis was performed to the foreign material. Although the composition of this foreign material is complex, a representative spectrum of a human tissue was obtained for the sample analyzed in this work. Based on these findings, it is suggested that foreign material found on tip dome of smart touch unidirectional device has a biological chemical composition similar to that showed by human tissue. The device history record (DHR) for the lot number has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The customer complaint was confirmed. However, the root cause does not appear to be manufacturing related. Therefore no CAPA activity is requested. Similar complaints are monitored on monthly bases.

Manufacturer narrative:
The bwi failure analysis lab received on september 5, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Correction on the supplemental report (evaluation summary)was sent on 10/14/2015: it was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and after an hour the catheter was pulled out of the sheath and it was noticed that a transparent plastic hood was over the tip. The irrigation was disabled and plastic material was very hard attached to the tip. The procedure was completed successfully with a catheter replacement without patient consequence. This event is being reported because dislodgement of the foreign material inside the patient possesses a risk of embolus. The bwi failure analysis lab received the device for evaluation. Upon received catheter was visually inspected and it was found that tip dome has foreign white material and light reddish brown. Down from the tip dome unto ring # 1, pebax and rings #2 and #3 is some reddish brown. Ft-ir analysis was performed to the foreign material. Results show that the foreign material found on tip dome of smart touch unidirectional device has a biological chemical composition similar to that showed by human tissue. Then per the reported event, an irrigation test was performed and the catheter failed. Occlusion was observed on the catheter tip due to foreign material on tip. Per the event, the catheter outer diameters were measured and it was found within specifications. Catheter was introduced into a sheath and catheter passed. And not resistance or friction was felt the device history record (DHR) for the lot number has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The customer complaint has been confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17226381m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and after an hour the catheter was pulled out of the sheath and it was noticed that a transparent plastic hood was over the tip. The irrigation was disabled and plastic material was very hard attached to the tip. The procedure was completed successfully with a catheter replacement without patient consequence. This event is being reported because dislodgement of the foreign material inside the patient possesses a risk of embolus.